Event description:
Device came apart. The device was just taken out of the package and autoclaved. When device was removed from autoclave it was in two pieces, connector was separated from the sleeve.